Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the force bipolar instrument broke during the procedure with the tip inside the patient and it got stuck. The surgeon was able to pull out the instrument and nothing was left in the patient. The procedure was completed with no report of additional impact to the patient. Intuitive surgical, inc. (Isi) attempted follow-up to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the force bipolar instrument broke and with the tip inside the patient, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damage of the conductor wire¿s insulation. The conductor wire's insulation found peeled-off at yaw pulley distal end with exposed internal wire. The complaint regarding the force bipolar instrument broke at the tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Damaged conductor wire insulation is typically attributed to component susceptibility to damage during use or reprocessing. Damage can result from mechanical impact, such as accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage.